Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined further troubleshooting with tandem technical support regarding the insulin gauge issue. Customer's blood glucose was 217 mg/dl.